Event description:
The technical service specialist (tss) arrived onsite of the account and it was discovered that the alinity c processing module emitted a pungent burnt smell. The tss inspected the instrument and found that the reagent loader latch sensor cable and the reagent bottle loader sensor had melted after overheating. The attached pictures support the evidence of the charred components. There was no impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service detected a pungent burning smell/odor emitting from the alinity c (B)(4). While troubleshooting the issue, service discovered that the reagent loader cartridge sensor and reagent loader latch sensor cable had overheated and melted. Both the reagent loader cartridge sensor (part number a-90000140-01) and reagent loader latch sensor cable (part number a-35005846-01) were replaced resolving the issue. There were no visible signs of smoke seen, no impact to patient management, user safety, or facility damage reported. There were no injuries reported. Pictures depicting the melted/charred parts were attached to the ticket. A review of the alinity c (B)(4) service history, revealed no additional issues of melting/charring of parts, reported on the alinity c (B)(4). Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The melting/charring observed was limited to the reagent loader latch sensor cable (part number a-35005846-01) and reagent loader cartridge sensor (part number a-90000140-01) caused by the parts overheating.; the melting / charring did not spread to other parts of the module. Based on the investigation, no systemic issue or product deficiency for alinity c processing module serial number (B)(4) was identified.